Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins). Malfunction of ins was reported. It was reported that the preoperative CT scan appeared to show a break in the wire on the 3d reconstruction. In operative findings no break in the proximal wire. Ins, leads and extensions were replaced. Patient was programmed to desired settings. See (B)(4) for post-op high impedances.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# lb4355 implanted: (B)(6)2003 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.